Event description:
It was reported that during a surgery two 3d-registration failures occurred. The registration steps were repeated until the issue was resolved. Surgery was completed successfully.

Manufacturer narrative:
It was reported that there were four 3d-registration failures. The rechnical investigation confirmed that the 3d-registration failed two consecutive times due to the disturbance of the optical patient reference by the 3d x-ray pattern frame, referenced as design defect reference ar-1715. Event summary, device history record review and complaint history review did not identify contributing factors. Three previous complaints were received for this device due to the same root cause. (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. The device model rosa one is not FDA cleared but is similar to the device rosa brain, classified haw and cleared under k172444.

Event description:
It was reported that during a surgery two 3d-registration failures occurred. The registration steps were repeated until the issue was resolved. Surgery was completed successfully.